Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the e216 error was attributed to corrosion of the plug unit, which is also classified a reportable malfunction. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope displayed an e216 scope communication error and the scope was not being recognized. The issue was found during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.